Manufacturer narrative:
The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00010. The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00012. The cartridge lot number was not provided. Without a lot number, a review of the device history record (DHR) could not be performed. All products meet all quality criteria and manufacturing specifications prior to release. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 28 jan 2020 from a home therapy nurse (htn) regarding a (B)(6) year old female, stating the patient became symptomatic approximately halfway through an in-center hemodialysis treatment on (B)(6) 2019. Symptoms included hypotension (78/50) and dyspnoea. Ultrafiltration removal was ceased, and the patient recovered without sequelae. No medical intervention was required and the patient continues to treat with the nxstage system.